Event description:
It is reported that the pt was revised due to pain. Pre-op x-rays showed no signs of loosening or malalignment.

Manufacturer narrative:
This report will be amended when our investigation is complete.